Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was a burning sensation at the pocket site. The patient was experiencing a burning sensation and pain at the pocket site that began on sunday. The patient did not experience a change in the pain coverage provided by the stimulator. Impedances were normal, 800-1000 ohms. The patient was programmed with +--+ on electrodes 1, 2, 3, 4. The patient turned the stimulation off the day prior to the report and after the implantable neurostimulator (ins) was turned off the pain was reduced a little but not much. They asked about x-rays. Impedances were checked and were all within normal limits and coverage was still good. The patient had pain whether the device was on or off. The medical team was attributing to scar tissue possibly causing some discomfort. However, the labs were drawn to ensure nothing systemic was going on.